Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported events cannot be confirmed and a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal sensor pod from the patient's body the sensor wire broke. A portion of the sensor wire was stated to be on the sensor pod and a portion remained in the patient's body. The patient removed the sensor wire from his body and did not experience any pain. Also, the patient stated that they removed the transmitter from the sensor pod prior to removing the sensor pod from the body. The sensor was inserted at abdomen on 09/13/2015. No additional event or patient information is available.